Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had evidence of oversensed noise resulting in pacing inhibition greater than two seconds. The patient is pacemaker dependent but was asymptomatic. The patient will be monitored.